Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump. The wife states the customer had issues with unresponsive buttons. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 400mg/dl. The customer attributes the high to having had a shot of steroid. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act, down and up arrow buttons dome switches. The connection was inspected on the lcd and no unlocked connector noted. Unable to verify bolus anomaly or perform self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to button keypad anomaly. The insulin pump passed stop current test. No blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump had minor scratched display window.